Event description:
Information was received indicating that during testing of a smiths medical cadd legacy pump, it was noted that the pump did not alarm at cassette removal and had a damaged lens. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed occurrences of a "no disposable" and "high pressure" alarms. The investigation duplicated the reported issue during functional testing. The investigation determined that fluid ingression by the chassis base of the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced.